Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the mobi-c plates separated when the peek cartridge was removed in the patient¿s disc space. The device was removed and replaced with another of the same size complete the case without patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned and photos were not provided, so device evaluation could not be completed. Potential cause root cause was unable to be determined. This event could possibly be attributed to pulling the implant back out after starting insertion, turning the knob too far during installation on the inserter or off-axis forces applied during insertion. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the mobi-c plates separated when the peek cartridge was removed in the patient¿s disc space. The device was removed and replaced with another of the same size complete the case without patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the mobi-c plates separated when the peek cartridge was removed in the patient¿s disc space. The device was removed and replaced with another of the same size complete the case without patient impacts.